Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that he was having a lot of pain from the procedure. Patient stated that he had a hard time having a bm and gave himself an enema. Patient stated that it burns when he urinates. Patient stated that his stimulation he was now being felt in his back area. Patient stated that he will get the urgency to go to the bathroom and then he can't go. Patient stated 4 days later he was going through all the programs and at one point his penis felt like it was on fire. Patient was advised to contact his clinician. Patient stated 2 days later that he was changing programs and he felt the burning in his penis and had his son turn down his stimulation. The patient was advised to contact his clinician. No further complications were reported/anticipated.